Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that at the implant procedure, the lead could not be fixed well due to the patient¿s large heart. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.